Manufacturer narrative:
The field service engineer determined the sample probe was misadjusted. The sample probe was adjusted and no further issues were experienced by the customer. Based on the signal levels of the erroneous result, it is likely no sample was aspirated. The most likely root cause of the issue is an erroneous sample aspiration due to a misadjusted sample probe in combination with use of 13x100 mm tubes.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 14.70 miu/ml at 8:59. The sample was repeated 26 minutes later, resulting as 0.100 miu/ml with a data flag. The sample was in a primary tube, so it was suggested to the customer to repeat the sample in a sample cup. This repeat result was 14.20 miu/ml. The 14.20 miu/ml value was reported outside of the laboratory. There was no allegation of an adverse event. The hcgb reagent lot number was 21015101 with an expiration date of 05/31/2018. Calibration and quality controls do not indicate an issue. The alarm trace from the date of the event did not provide a potential root cause.